Event description:
It was reported that performing a unspecified surgical procedure, a piece of rust fell out of the device and dropped into the wound site of the pt. An antibiotic solution was used to rinse the site out and the procedure was completed. There were no reported pt complications due to this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated when the investigation is completed.